Event description:
Pt was placed on anesthesia machine by anesthesiologist. Anesthetist was unable to ventilate pt due to ventilator failure. Backup anesthesia machine also failed . Pt returned to original machine and attempted to manually bag pt. Apl valve malfunctions would not allow pt circuit to pressurize-could not switch from machine ventilation to manual.